Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the company's technical services was contacted. Information received as reviewed by qualified personnel. The company's technical services stated that from the review of the data they have not seen any atrial fibrillation (af) after anti-tachycardia pacing (atp). After the first atp, the rhythm recovered, however it fell back into a kind of bigeminy and treatment may be considered necessary. Additionally ventricular ectopy was observed for three beats with vt (ventricular tachycardia) morphology before the second atp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular implantable cardioverter defibrillator (ev ICD) delivered inappropriate therapy. Programming adjustments were made to the stability discriminator and redetection interval. The ev ICD remains in use. No further patient complications have been reported as a result of this event.